Event description:
It was reported that the tachy lead and the right ventricular lead were explanted due to oversensing. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Plexa promri df-1 s 65 - sn (B)(6). Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through between 51 and 57 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Solia s 53 - sn (B)(6). Upon receipt, the lead under complaint was not returned for analysis. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.